Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the dc adaptor (blue) was broken off. To correct the customer complaint the analysis site performed the dc motor upgrade. The analysis site also found tabs on the power input module broken and to correct this issue the site replaced the power input module. The vso was replaced due to it had failed during testing. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy the dc adaptor for the blue cable has broken off. There was no pt consequence reported, case was completed using the old d10 system. Control module being returned for repair.